Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the available device history records, including sterilization and packaging documentation, showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump exchange was reported in MFR report #2916596-2020-05040. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced an acute episode of septicemia and despite IV pressor and medication support and the patient's blood pressure was unable to maintain. This occurred after a recent pump exchange from heartmate ii to heartmate 3. The patient lactate level was above 6. The patient expired on (B)(6) 2020 due to sepsis. The site reported the vad operated as intended and designed until the patient expired.